Manufacturer narrative:
The device was abandoned on the patient's left side. The source of the reported clinical observations was not identified as the system was abandoned on the patient's left side. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker dependent patient was having pauses via telemetry. A boston scientific sales representative was called to evaluate the system and no pauses were identified. There was some slight noise and oversensing on the right ventricular (rv) channel on some of the patient's electrocardiograms. Isometrics and device manipulation were performed and no inhibition was observed. The rv output and sensitivity were reprogrammed. Later that day, the physician again noted noise, oversensing and pacing inhibition with some intermittent capture. The following day, a revision procedure was performed to replace the lead. The associated device was close to elective replacement indicator (eri) and the physician wanted to also replace the device. Access to the left side could not be obtained and a new system was implanted on the patient's right side. No additional adverse patient effects were reported.